Event description:
It was reported that a hybrid co2 tubing/cap sets for olympus® scopes leaked from the irrigation tubing at the distal end during a standard endoscopy. The set was used with an erbe endoscopy port connector for olympus® scopes (part number: 20325-211, lot number wo469953, date of manufacturing 10/20/2025, expiration date 10/01/2028, and UDI (B)(4). Specifically, it was reported that the irrigation flow at the distal end of the scope was significant. Then, when applying very light pressure to the irrigation pump's pump head, the leaking ceased. Another irrigation pump was used which resolved the leaking. No patient injury was reported.

Manufacturer narrative:
The set and port connector were not available for an evaluation. Nevertheless, based upon the reported information, the original irrigation pump was associated with the encountered leaking (note: the unit' pump head may have been worn and as such the tubing was not clamped down sufficiently in its head. It is also possible that there was variability with the set's tubing that interfaced with the pump head and/or the pump head which caused the head not to clamp down firmly on the tubing.). Other contributing causes of leaking at the end of scopes are also being investigated. In conclusion, no determination could be made as to the exact cause(s) of the reported problem. If any prominent causes are determined and/or remedies are implemented to resolve leaking, a follow-up MDR will be filed.